Event description:
Customer reported that the insulin pump returned multiple error alarms. During troubleshooting, the insulin pump was unable to pass the displacement test as the alarms were persistent. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed during rewind, due to motor encoder signal out phase. Insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and reservoir tube lip.